Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was difficult to charge. The patient underwent a revision procedure wherein the pocket was moved and the ipg was replaced. The patient was doing well postoperatively. The explanted device will not be returned.